Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023, and suture was used. The problem of the suture pulling off from the needle happened with the newly dispensed suture when it was opened to prepare for surgery. Besides, suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found - suture breakage. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? What is the lot number? Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that one suture that pertained to product code vcp433h was received. After investigation of the sample short insertion was observed in the suture. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. In addition, the suture was examined along of the strand and no anomalies or issues related to breakage suture were observed during the evaluation. Based on the information currently available, short insertion was identified as pull-out during the investigation of the sample received. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.